Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the pump was worn on the opposite side of the body than the transmitter. Customer moved the pump and transmitter within range and without obstruction, but issue persisted. There was no adverse effect to the customer's blood glucose level. Customer continued to use the pump for insulin therapy.